Event description:
It was reported that a patient, who had right tsa, underwent a revision procedure. The patient¿s shoulder was infected. All implants were removed and an abx spacer was implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return due to hospital regulations. No device images were available. No further information.